Event description:
The complaint is reported as "dysfunctional catheter, non-permeable, liquids leak outside". Issue occurred during patient use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and one finding was identified; however, it was not relevant to the defect reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as "dysfunctional catheter, non-permeable, liquids leak outside". Issue occurred during patient use. No patient harm was reported. The patient's condition is reported as fine.